Manufacturer narrative:
Concomitant medical products: product ID: 8870, product type software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8840, serial# unknown, product type: programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained bupivacaine [10 mg/ml] at a dose of 1.875 mg/day and dilaudid [40 mg/ml] at a dose of 7.5 mg/day. It was reported an empty pump alarm was occurring. The patient did not miss a refill. The hcp had access to the physician programmer. The hcp stated the patient was wanting to have their pump permanently shut off, and the hcp thought she had programmed the pump to the pump off state, but now it was alarming due to empty reservoir. The hcp stated they still wanted to have the pump shut off permanently due to elective abandonment of therapy. The hcp stated the patient was there with them at that time. The hcp stated she was able to shut off the pump. No further action was needed at that time. No patient symptoms/complications were reported.